Event description:
The user facility reported during priming stage a leak was noted in the oxygenator. Follow up communication with the user facility reported: the leak was noted in the luer lock outlet part from cardiotomy reservoir; cable ties were used to tighten the connection; and continued to user the product.

Manufacturer narrative:
(B)(4). The involved device was returned to the manufacturing facility for evaluation. A visual inspection upon receipt did not find any anomalies. The reservoir outlet port is hereinafter called port in this report. The reservoir was then filled with saline solution in the maximum amount to be pooled. The customer's complaint was confirmed. There was a leak at the joint between port and the port adapter. An attempt was made to further tighten the joint between port and the port adapter by holding the port adapter on the larger bore side where there are some ribs on the outer circumference and screwing it to port securely. The port adaptor was found to get further tightened. The reservoir was then filled with saline solution in the maximum amount to be pooled and left in this state for 6 hours. There was no leak at the joint between port and the port adapter. The port adapter was removed from port. Dimensional inspection of port confirmed it met the specifications. Simulation testing was conducted on the reserve sample from the involved product code/lot# combination. Simulation test one: the port adapter with the white cap attached on it was fixed to port by the white cap being held and screwed till the port adapter would not be screwed in to port any further. The white cap was removed from the port adapter and a tube was attached to the port adapter. Based on an assumption that the tube may have been subjected to a pulling force while the circuit was built up during the set-up or by the roller pump during priming, the tube was pulled in the lateral direction so that the joint between the port adapter and port could be subjected to an external force. As a result, a leak occurred at the joint. Simulation test two: one end of a tube was jointed to the port adapter and the other end to the roller pump. And then the port adapter was fixed to port. The length of the tube was set to 30cm arbitrarily. Subsequently, with the tube being subjected to a torsional force the reservoir was filled with saline solution in the maximum amount to be pooled and left in this state one hour later, the saline solution started to leak gradually at the joint between the port adapter and port. Based on the simulation test results, it is likely if the port adapter has not been fixed to port securely and the joint between them is subjected to a force during set-up and/or priming, a gap may be generated between the two components, resulting in a leak at the joint. On the other hand, if the port adapter has been fixed to port securely by being tightened up further with the ribs on the larger bore side being held and screwed, any leak would not occur between the joint even if the joint is subjected to a force during set-up and/or priming. Based upon the available information, the cause for the reported event cannot be definitively determined. There are many complex clinical variables that may have affected the reported observed conditions. However, there is no indication that the reported event was related to a product malfunction or defect. All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
(B)(4).

Manufacturer narrative:
This section was completed by the manufacturer per cfr 803.52(f) (11) because the information was not initially completed by the user facility. The actual device was returned to the manufacturing facility and evaluation is currently in progress. A follow up report will be submitted when the investigation is complete. For this reason code 20 was used in the conclusions. A review of the device history record and product release decision control sheet of the involved product/lot# combination confirmed that there was no indication of production-related problems. A search of the complaint file found no other report with the involved product code/lot# combination. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.